Event description:
Attending surgeon was priming boston scientific device "uromax ultra balloon dilatation catheter 12frx4cm" when team observed, a stream of saline coming from the area of the balloon. O.r team determined a new device was necessary. Ref 225100, lot22276141, exp 2021-"06019." Manufacturer response for dilator, catheter, ureteral, uromax ultra (per site reporter).